Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Upon visual inspection it was found that the setscrew was missing.

Event description:
It was reported that during the implant procedure, the right ventricle p/s came out and a new device was used instead. The device was not implanted. No patient complications have been reported as a result of this event.